Event description:
The user reported that the unit was experiencing problems. The user replaced the battery and the unit functioned as expected. There were no reported adverse consequences to a pt as a result of this event.